Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for the patient's ventricular tachycardia (vt). The rhythm then accelerated to ventricular fibrillation (vf) and the patient received a shock, which successfully terminated the rhythm. No additional adverse patient effects were reported. The device remains in service.